Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation, noise was observed on the rv lead. The noise was identified on the device as such and triggered noise reversion pacing. On (B)(6) 2019 the lead was capped and replaced. The patient condition is stable.